Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA: 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Serial number is not reported in complaint. Per swi, 1503-004-000-swi-mms complaint investigation, if serial number not available, then complaint history review (chr) is not required. Serial number is not reported in complaint. Per swi, 1503-004-000-swi-mms complaint investigation, if serial number not available, then device history review (DHR) is not required. Upon investigation of the actual device used in this incident, it was determined that the system issue button was missed when trying to issue any narcotics at the cabinet. The issue was resolved by a technical support specialist preselecting the drawers, enabling the customer to log in and issue the medications to their patient. The system functioned as intended after troubleshot by the technical support specialist.

Event description:
It was reported by the customer that a bd pyxis¿ medbank tower aux issue button was missing when trying to issue any narcotics lorazepam 0.5mg tab at the cabinet. After troubleshooting the customer was able to issue the medications. There were no adverse events or injuries reported based on this incident.